Event description:
Procedure performed: appendectomy. Event description: the insertion of the first clip went smoothly. However, when the surgeon attempted to insert a second clip, none emerged from the device despite several attempts to activate the handle. Additional information received from applied medical representative via email on 07apr26: correct lot number 1558942. Intervention: ni. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.